Manufacturer narrative:
Two seal housings from the event units were returned to applied medical for evaluation. Upon visual inspection, the duckbill, septum and shield of both units showed no signs of damage. A septum fragment was also returned for evaluation. Engineering determined that the fragment had originated from a unit that was used in the same surgical procedure, which was reported as a separate event. Engineering was unable to confirm the customer experience of seal component separation as both units met current specifications. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to be returned. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: appendectomy - during appendectomy under laparoscopy, a piece of plastic was found in the abdominal cavity of the patient. This plastic has the same texture of the valve of the trocar. Additional information received from the sales rep on 23 march 2017: the customer is referring to the black seal. Patient status: unknown.